Event description:
The manufacturer became aware of an allegation of bare wires coming out of elegance nebulizer. There was no report of any thermal problems. There was no report of patient harm or injury. The device has not yet returned for evaluation. The investigation is on-going. A follow up final will be filed once the investigation is complete.

Manufacturer narrative:
The manufacturer became aware of an allegation of bare wires coming out of elegance nebulizer. There was no report of any thermal problems. There was no report of patient harm or injury. The manufacturer received the device for evaluation. The technician confirms the complaint of wires are bare coming out of the device. The ac cord was cut in half. There was no signs of thermal damage or voids to the enclosures. There was evidence of customer mis-use, the top and bottom enclosures and motor were very dirty inside of the device. The output pressure was 0 psi due to no power to the machine. This is a follow up final report. The manufacturer concludes no further action is needed at this time. The manufacturer concludes no further action is needed at this time.